Event description:
Device 1 of 2. (B)(4). The patient received two scs leads from the same lot number. It was reported the patient complained for the past 2-3 months he has experienced a shocking sensation down the left leg which goes away on its own after a few seconds. A diagnostics of the patient's scs system revealed multiple lead contacts with low impedances. Follow-up identified the patient has had one other episode of shocking pain at his ipg site that radiated down his leg. The patient stated it did not last long and no intervention was taken by the patient to resolve the issue. Reprogramming did not resolve the issue, the patient's system's stimulation is not as effective at this time. The patient is pending a consultation with his physician to further evaluate the issue. Note the exact date of the event is undetermined at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.